Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which there is a constant air in line alarm found during routine preparation for use test but there is no air present. There is no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device is reported to be available for evaluation; however it is unknown at this time if the device will be returned for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant air in line alarm was confirmed and duplicated by baxter personnel. The cause of the reported condition was determined to be a pump module unit (pmu) air in line (ail) sensor. The pmu ail sensor was replaced to correct the reported condition. Additional information: the user interface module software version is 7.01.00. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.